Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to the customer's blood glucose level. The issue was resolved by the caller, who declined further troubleshooting.